Event description:
The pump motor stalled in late 2008 at 7:53, and recovered the next day at 22:46. The motor stalled again in early 2009, and no recovery message was recorded in the pump logs. The pump was replaced; the healthcare professional reported "pump exhausted". The pt stated that the pump quit working about christmas. No pt symptoms were reported. A pump alarm was heard and confirmed via telemetry at explant. The pump was used to deliver dilaudid.